Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. The customer¿s blood glucose (bg) level was 146 mg/dl. During troubleshooting with tandem technical support, an air bubble was observed in the infusion set cannula. Reportedly the customer changed the infusion set and resumed insulin delivery.